Event description:
The user facility reported that their harmony iq3600 integration system unit rebooted without command during a patient procedure causing a short procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the cpu stack cooling fan required replacement. After further investigation, the technician found that the air vents for the system were covered by boxes causing the unit to overheat. The technician removed the boxes from the vents to allow for airflow to enter the unit. The harmony iq3600 integration system operator manual states, "do not block any ventilation openings. Install in accordance with the manufacturer's instructions" to resolve the issue, the technician replaced the cpu cooling fan, tested the unit, confirmed it to be operating according to specification, and returned it to service. The technician counseled user facility personnel on the proper use and operation of harmony iq3600 integration system, specifically on the importance of ventilation. No additional issues have been reported.